Event description:
Pt reported being hospitalized with a diagnosis of diabetic ketoacidosis for 3 days in 2005. Pt was vomiting, had difficulty breathing, and blood glucose measured "hi". Pt's spouse contacted 911. When the emts arrived, pt was given an IV (contents not provided) and oxygen. Pt was transported to the emergency room, and given a 10u injection of insulin, and placed on an insulin drip. Two hours later, pt's blood glucose measured 530 mg/dl. Pt was also treated with IV fluids, potassium, bicarbonates, and an antibiotic.